Event description:
Information received by medtronic indicated that the insulin pump received replace battery alert and did not start. Customer stated display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. Customer stated that they tried to insert new battery, but display did not return. Customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.